Event description:
The technician alleged that the head of the bed had an unexpected movement. No pr impact.

Manufacturer narrative:
The technician could not duplicate the issue, bed functional as designed.